Manufacturer narrative:
A field service engineer (fse) evaluated the instrument. The fse found that the instrument had caught fire but was not able to determine a cause. The fse noticed all the electronic components in the centrifuge were damaged. The fse returned the instrument for further evaluation. (B)(4).

Event description:
The customer reported the j6-mi centrifuge caught fire internally. Per the field service engineer (fse) the instrument was sitting idle and was not being used when it caught fire. The incident triggered the fire alarm. The fire department was not called and the customer did not require a fire extinguisher. There was no death or serious injury related to this event.